Event description:
Clinical registry. It was reported 4 days following a coronary artery drug eluting stent procedure, the pt experienced a stent thrombosis and myocardial infarction (mi) which required a re-intervention of the target vessel (tvr). The index procedure treated one 90% occluded target lesion in the proximal lad (left anterior descending) artery. The lesion was mildly calcified, mildly tortuous, and 3.2 x 18mm. Target lesion 1 was pre-dilated using a maverick 2.0 x 12mm balloon and a taxus liberte 3.5 x 28mm drug eluting stent was deployed at 16atm. The stent was not post-dilated and target lesion 1 showed 0% residual stenosis. The pt was discharged the following day on plavix and aspirin. Four days following the index procedure, the pt experienced a stent thrombosis and a q-wave mi requiring a tvr. Cardiac enzymes were drawn to confirm the mi. The thrombosis was confirmed by angiography. The lesion was found to be 100% occluded at the time of tvr. The event was resolved by performing balloon angioplasty. The pt was reported to be on plavix and aspirin at the time of the event. It was reported the device was "definitely" related to the events. This product is only ous approved, but it is similar to a marketed us device.